Event description:
On july 27, 2010, the lay user/patient contacted lifescan to report the one touch ultra 2 meter was giving the error 1 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010 at 9:00 am, the patient obtained the error 1 error message on the reported meter; he did not obtain a blood glucose reading. The patient took no actions due to the meter issue. On (B)(6) 2010 at 11:00 am, the patient experienced the symptoms of dizziness, sweating and weakness. The patient's blood glucose level was tested using another meter, with the result of 59 mg/dl. The patient received treatment with food and/or a drink. He did not seek any medical attention. The patient manages his diabetes with set doses of insulin. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose level due to the reported meter issue, and he received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
This report was submitted to FDA in error. There was one event that occurred at the facility and that event was reported to FDA on medwatch 2084725-2010-00068. This report is a duplicate report.

Manufacturer narrative:
The IFU states the following: warning! Hydrogen peroxide is corrosive. Concentrated hydrogen peroxide is corrosive to skin, eyes, nose, throat, lungs, and gastrointestinal tract. Always wear chemical resistant latex, pvc (vinyl), or nitrile gloves when removing items from the sterilizer following a cancelled cycle or if any moisture is noted on items in the load following a completed cycle. Per the IFU, all items must be cleaned and thoroughly dried before loading into the sterilizer. Loads containing moisture may cause cycle cancellation.

Event description:
The customer reported that a healthcare worker (hcw) experienced a burn when unloading the sterrad nx chamber after a cancelled cycle. The symptoms reported were burning and tingling on the elbow. The hcw did seek medical treatment. The hcw was wearing a short sleeved shirt and gloves. The reporter stated that when retrieving the load, liquid dripped. It was also reported that the liquid on the packages was well soaked through the blue wrap and on the instruments.